Manufacturer narrative:
No product was returned for evaluation. The ilet logs for the event were not reviewed by beta bionics failure investigation department as current available logs end on 3/21/24, prior to the event date. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts (except for cgm fall rate) were not changed from factory defaults (all on/high). Cgm fall rate was set to off on 3/14/24. Body weight was not changed after initial setup on 3/4/24. Data for the described event date of 3/24/24 was not able to be reviewed. The engineering logs have not been synced and data ends before reported event date. If the product is received at a later date, or the ilet engineering logs are updated, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Due to the lack of device data, we are unable to determine an assignable cause of this hypoglycemic event. Based on review of the case notes, the user reported experiencing glucose variability as well as over-treating lows and announcing meals incorrectly, leading to maladaptation prior to the device factory reset. It is possible those behaviors continued after the reset and contributed to this event.

Event description:
On 3/24/24 an ilet user contacted beta bionics and reported they experienced a low blood glucose (bg) event. The event occurred on 3/24/24. The user reported on 3/24/24 at 5:30pm they were out walking dogs with their husband. The user then lost consciousness for a moment, fell, and scrapped up their knee. The user reported they had only been on a walk for 5 to 10 minutes. The user's husband picked the user up in a vehicle and took the user home. The husband then gave the user orange juice to raise the user's bg levels. The user reported their bg was around 40 mg/dl when they lost consciousness. At the time of this contact the user was off the ilet and back on previous therapy. The user will be speaking with their clinical diabetes specialist (cds) on 3/25/24 to discuss next steps with being on the ilet. The cds had been discussing the user's glucose control prior to the event, when the user reported over-treating lows and incorrectly announcing meals, leading to maladaptation of the ilet. The cds re-educated the user and suggested a factory reset. The user completed the reset on 3/22/24. The user has since returned the ilet.